Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). No x-ray or picture was provided to aid in the investigation. A device history record (DHR) review could not be performed, as the lot numbers associated with the reported product was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was performed for the item dating back 12 months for similar events and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product was identified. Complainant reported that the abutment fractured. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.